Event description:
A report was received that alleged that during use, the device had stopped pumping and also displayed an alarm which indicated that the device had ceased pumping. As the patient was unable to restart the infusion, they called an on-call nurse for advice. As this event occurred on a weekend the patient was unable to visit their usual clinic, the nurse instructed the patient to go to their local emergency room for disconnection of the pump and flushing of their implanted portal. No permanent adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.